Event description:
The tech alleged that the side rail would not stay in the upright position. No patient impact.

Manufacturer narrative:
The tech found broken side rail ratchet rivets on the end tube. The technician replaced the side rail ratchet rivets to resolve the issue.